Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during basal. The insulin pump alarmed motor error frequently. She was able to complete the rewind sequence. Customer's blood glucose level was over 500 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. The pump was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive act button. The motor was tested outside of the device and it passed. The pump also had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.